Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in two pieces. An external insulation abrasion was found at the proximal region of the lead that breached the optim sheath only. Electrical tests did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage. The cause of the external insulation abrasion was consistent with friction to the device can.